Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode during a routine check. The patient reporting noticing phrenic stimulation. Technical services recommended device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. The device has been returned and is in the process of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode during a routine check. The patient reporting noticing phrenic stimulation. Technical services recommended device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. The device has been returned and is in the process of device analysis.